Event description:
It was reported that there was frost on the needle shaft. There were two icerod cx 90 degree needle/vl and two iceforce 2.1 cx 90 degree needles selected for this cryoablation procedure. During the procedure, however, one icerod and one iceforce needle had an ithaw error. It was noted that there was also ice forming on the needle shaft. Boston scientific has been unable to obtain additional information regarding the patient outcome or which specific needles had the error, despite good faith efforts.

Manufacturer narrative:
Two lots were given: 30647046 & 29578241. Unable to confirm which lot was related.